Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reportedly, patient had suffered a fall. Impedance check revealed high impedances on all contacts. As such, surgical intervention took place on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Effective therapy was confirmed post op.